Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient who was implanted with an implantable ne urostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient used to charge the ins for 5-10 minutes every day and then would use the patient programmer to check and confirm the ins was 100%, now, since receiving a replacement recharging component, the patient would check the ins battery level with the patient programmer after charging and the ins would only be 75% full. The caller noted that today the ins battery only said 50% after charging for about 45 minutes. This occurred sometime in (B)(6) 2017. This morning, the patient saw less than 8 coupling boxes but reported they currently had 8 coupling boxes. The patient normally has 8 coupling boxes when they charge the ins. It was reported the patient would monitor the next charge session. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.